Manufacturer narrative:
Skin contact - conclusion - asp initiated a recall for this issue. A customer letter was sent to all sterrad customers to reinforce the importance of proper instrument preparation prior to sterilization in the sterrad sterilizer. While these procedures are contained within the sterrad system user guide, advanced sterilization products (asp) clarified the instructions to reinforce appropriate use. An excerpt of the revised user guide instructions for cleaning, rinsing and drying was sent with the customer letter.

Event description:
The customer alleged a healthcare worker was burned and had discoloration of the right index and middle fingers while unloading the processed guide wire from the sterrad chamber. The healthcare worker touched the wet plastic case that had a guide wire inside and received the burn. No medical attention was sought, the healthcare worker recovered within one hour and the symptoms have cleared.